Event description:
It was reported that the pt underwent device explant because she needed an MRI. During removal, the lead broke and a portion was left in the body near the sacrum. It could not be removed. No further complications were reported.